Event description:
It was reported that the button "2" on the touchscreen was delayed in responding when pressed. There was no reported impact to customer's blood glucose level. Customer stated that they will continue to use the pump for insulin therapy.